Event description:
During a phaco emulsification procedure the aspiration function did not appear to be functioning as expected. Surgery was delayed for ten minutes, another pack was substituted. There was no effect on the pt.